Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4052016. 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the plant has launched CAPA to investigate the leakage at the septum 3. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum the intravenous needle was successfully punctured, and after the needle cone was removed, there was blood leakage from the needle tip the number affected is 1, the sample cannot be returned, a photo is provided; a green claim settlement is required, a complaint response letter is required, and a complaint acceptance letter is required.